Manufacturer narrative:
The investigation of priming issue has been completed. Priming issue: clinical details state that the cp was inserted into body without priming/connecting yellow luers. Decision made to remove the pump and replace with a new cp. No data logs are available. The pump was returned and evaluated. The pump was primed and ran without issue in the lab. There was a brief period of high purge pressure that is unrelated to the reported issue. The root cause of the priming issue was use-related as clinical details state that the pump was inserted prior to priming/connecting yellow luers. D9 device returned to manufacturer date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29434. H3 was erroneously selected on the initial manufacturer device report number 1220648-2025-29434. H10 narrative erroneously stated the device was not received on the initial manufacturer device report number 1220648-2025-29434.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an implanted impella cp was removed due to failure by the clinicians to prime the pump appropriately. The catheter was inserted before the priming or connecting the yellow luers. The clinicians replaced the pump with another impella cp to continue support.